Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in had foreign matter. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's verbatim report, a paper-like fm was adhering to the orange component that is connected to syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-22. H6: investigation summary a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, epoxy was observed along the hub component (the orange plastic piece). Epoxy is the adhesive used to join the cannula and hub components. This issue occurred within the assembly process when the adhesive was added to the hub, due to a temporary stoppage in the process or a malfunction of the epoxy dosage machine. Due to this temporary stoppage or malfunction, a higher amount of epoxy was added and then ended up on the hub component. H3 other text : see h10.

Event description:
It was reported that needle 25ga 1in had foreign matter. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's verbatim report, a paper-like fm was adhering to the orange component that is connected to syringe.